Event description:
The customer reported that the endoscope shut down and communication error during a diagnostic procedure involving an Olympus colonovideoscope. No patient injury was reported.

Manufacturer narrative:
The device was returned to Olympus for evaluation and the reported failure was confirmed.A root cause could not be identified. Based on the results of the investigation, the most probable cause that led to the malfunction: corrosion on plug unit, B30 (Scope communication error) occurs (no image displayed).Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.